Event description:
Caller reported that pump battery would not charge. There was no adverse impact to customer's blood glucose level. Technical support instructed caller to try different wall outlets and adapters, but issue persisted. A replacement pump was arranged and caller was guided on how to put the pump into storage mode before returning it to tandem using a prepaid label. The caller planned to use mdi as backup therapy.